Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated and replaced the plunger clamp, and tip clamp in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.